Event description:
An authorized third party service provider (asp) contacted ventec to report that the device they were evaluating alarmed due to low inspiratory pressure and did not appear to be ventilating. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Manufacturer narrative:
Ventec has determined that this medwatch report was submitted in error, and that it is a duplicate of medwatch report number 3013095415-2023-00129.